Event description:
It was reported that during a removal of gastro-intestinal stoma tumor and gastric wedge resection, as the laparoscopic stapler was fired across the tissue there was a cracking sound from within the gun housing. The firing handle stayed in the closed position and the users were unable to open the jaws or remove the tissue from the jaws. The action was taken to place a second gun outside the jammed gun, transect there and then remove the gun with the tissue. Upon inspection after the case, the gun would still not open and the housing appeared to have split along the top of the gun. Procedure prolonged 30 minutes.

Manufacturer narrative:
(B) (4). (B) (4). Firing trigger teeth. Eval summary - the analysis results found that the lts60a device was received with the firing mechanism damaged and with a reload loaded in the device. The reload was received fully loaded with staples. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger and short rack teeth were found broken. While no conclusion could be reached as to what caused the firing mechanism to fail, it is possible that the device was fired on tissue thicker than indicated or through a locked cartridge in previous firings. When either or both of these scenarios occur, the components in the firing mechanism can be damaged. It should be noted that a 100% inspection takes place during mfg to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B) (4). The returned reload was loaded into a test device and it fired, cut and formed all the staples as intended. The batch record was reviewed and no anomalies were noted during the mfg process.